Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the patient line of a homechoice automated pd set with cassette. During priming phase for peritoneal dialysis therapy, the patient line dropped to the floor, and began to leak. The patient was not connected for therapy at the time of this event. Therapy services (rts) assisted the patient in ending therapy session, and the patient would start over with new supplies. There was no patient injury, or medical intervention associated with this event. No additional information is available.